Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 when additional information is received a follow up report will be submitted.

Event description:
It was reported ampoule bottle leaked and empty. The reporter indicated that during the operation, after the nurse opened the package, it was found the ampoule bottle in the package leaked and was empty. The product could not be used on the patient. No other information has been provided.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 3 open pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in stock in b. Braun surgical warehouse. We have received three open pouches. The ampoules of the open pouches received have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.